Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a marker was missing from the electrocardiogram printout when atrial pacing was raised. Atrial pacing values were altered and the electrocardiograms returned to normal.